Event description:
It was reported that the patient complained of receiving inappropriate shocks, although it was not known when the shocks occurred. The patient was also seen at multiple hospitals on multiple occasions due to chest pain. The patient left the hospital on occasion against medical advice. The patient believed the pain was caused by the device or a device malfunction. When the device was checked, no shocks were found. The physician could not find any reason for the repeated episodes of chest pain. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.